Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set and the patient line of the homechoice cassette became separated due to a loose connection. This occurred during drain one of twenty of peritoneal dialysis practice using a dummy tummy. Renal therapy services (rts) advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.